Event description:
The report received from the field indicated that during deployment of the filter in the inferior vena cava, the filter did not expand. Attempts were made to retrieve the filter, but were unsuccessful. Following consultation with a vascular surgeon, who deemed the pt would not tolerate surgery well, a greenfield filter was deployed superior to the trapease filter. The indication for initial filter placement was not known. A jugular approach was used, as both femoral sites were inaccessible. No difficulties were encountered during prepping or flushing of the unit, nor during delivery to the target site. Add'l info has been requested, but has not been forthcoming as yet. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.